Event description:
The following report was received from the affiliate: to treat a previously implanted and fractured liberte stent and the proximal right coronary artery which caved in, two cypher sirolimus-eluting coronary stents were implanted at the proximal and distal ends and overlapping into the liberte stent via direct stenting. Inflation pressure and time was unknown. Post dilation was conducted with a 5.0x15mm balloon at 18 atm and the procedure was finished. Cypher stent apposition was confirmed. The liberte stent had been implanted three months earlier. Approximately twelve weeks later the patient was hospitalized due to bedsores. A chest cat scan (CT) was conducted and the overlapping section of the two cypher stents were separated and at the site of separation, a hematoma was observed. No treatment was conducted because the patients overall condition was deteriorating. The physician reported that coronary pseudoaneurysm had occurred. Nine days later, the patient experienced cardiac tamponade and went into cardiac arrest. Resuscitation was conducted, but the patient deceased.

Manufacturer narrative:
The target lesion was slightly calcified. The patient did not have any stenosis, but because she had an aortic aneurysm and abnormal curvature of the spine, the breastbone was pressing on the coronary artery. A 4.0x20mm liberte stent was implanted by direct stenting at the target lesion. Post dilation was conducted with a balloon (diameter 5mm, length unknown) at 26 atm. One month later, a stent fracture was confirmed with a multi slice CT. Postmortem was conducted, and the coronary artery where the gap between two cypher stents separated, was deemed the cause of the death. However, additional information received indicated that heart failure caused by cardiac tamponade, caused by the rupture of the aneurysm was the cause of death. Physician's comment: this event is not related to the cypher stent. Cypher was chosen to dilate the coronary artery, which was caving in because it has a high radial force. Unfortunately, due to the external pressure, the stent overlapping area separated and the coronary artery separated. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-02029 and 9616099-2007-02030. Any additional information will be submitted within 30 days of receipt.